Manufacturer narrative:
(B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Besides the infection, was there any adverse consequence associated with the patient? Was there any medical or surgical intervention performed (product removed; re-operation; re-closure; drainage)? If so, please specify. Could you tell me if there was a prescription for steroids or antibiotics for the patient's recovery? If yes, please provide medication name, route and dose. Were there signs or symptoms of infection prior to the procedure? Were cultures performed? If yes, results? What is the patient¿s current status? Please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure. Were all procedures inguinal hernia repairs? What was the index surgical procedure for each patient? The diagnosis and indication for the index surgical procedure? What was the initial approach for the index surgical procedure? (Open, laparoscopic or other)? On what tissue was the suture used? What was the tissue condition (normal, thin, calcified, fragile, diseased)? How was the suture placed (interrupted or continuous)? Please describe any medical/surgical intervention required for this suture event including dates and results. Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? How was the suture originally tied (multiple knots, square knot, etc.)? Please describe the patient manifestations of the reported infection (location, severity, appearance, systemic or local infection). Please provide the onset date/time of infection from the initial surgical procedure. Did the patient receive any prophylactic antibiotics pre-, intra- or post-operation? How much and what type of drainage is present in this wound? Other relevant patient history/concomitant medications? What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status? Are the product code and lot number the same for all 6 patients? Product code vp2328; lot # v1004? If applicable, will product be returned? If so, please provide the return date and tracking information. Lot v1004 does not correspond to product code vp2328. Please provide the correct product code and lot number. Is a photo available that shows the packaging with the product code and lot number? If yes, please provide. Trade name - irgacare®. Active ingredient(s) ¿ triclosan. Dosage form ¿ suture/solid/parenteral. Strength ¿ = 275 g/m.

Event description:
It was reported that a patient underwent an inguinal hernia repair procedure on (B)(6)2022 and suture was used. Post-op, the patient had an infection. Additional information was requested.

Manufacturer narrative:
(B)(4). Date sent to the FDA: 6/13/2022. This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformance's were identified. Additional information: d4, h4, h6 health effect clinical codes, h6 type of investigation additional information was requested and the following was obtained: all the patients operated for clean surgeries of inguinal hernia where 3-0 vicryl was used for subcutaneous and subcuticular suturing. Developed superficial fat necrosis with wound dehiscence which was observed in all age categories irrespective of comorbid conditions. It took 3 months for the wounds to heal with secondary intention. There was no fever, cellulitis, pus, discharge from the wound. This has happened with one batch of 3-0 vicryl 2328 (undyed) number t1004. Note: events reported via 2210968-2022-04133, 2210968-2022-04134, 2210968-2022-04135, 2210968-2022-04136, and 2210968-2022-04138.

Manufacturer narrative:
(B)(4). Date sent to the FDA: 7/20/2022. This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: h6 additional h6 component code: g07002 conforming. Additional h3 investigation summary: complaint/reference sample evaluation: no intact or opened sample was provided to investigation site for analysis of code vp2328 lot t1004. Retain sample evaluation: six retain samples of the incident code vp2328 and lot number t1004 were retrieved for analysis. The primary packs of retain samples were visually inspected for attribute defects like pseudo seal, pin hole, product in seal, press marks on pack, damaged packs but and no such defects were observed. The retain samples were tested for sterility test as per usp guidelines. Results found to meet the specification as per usp guidelines. As part of investigation batch manufacturing record was reviewed for code vp2328 lot t1004. The batch manufacturing record was reviewed for any process deviation, but no deviation was observed. The batch manufacturing record was reviewed for critical manufacturing step - foil sealing process of the product. The sealing parameters i.e. Temperature, pressure and dwell time were found well within the specified limits. The sealing die forming pressure and temperature was also found satisfactory. The in-process quality checks along with package integrity test performed at each stage was found to be satisfactory and meeting the specified requirements. Finished good test records were reviewed for sterility test at the time of release and found to meet the specification requirement. No deviations or abnormalities were reported during testing and monitoring of the incident lot. All the sterilization parameters were observed to be within limits as specified in the process specifications. Complaint¿s data was trended for all the batches undergone in same sterilization run and found this is one and isolated case. The above investigation and device history record review shows that there was no issue during processing of the lot. From the above sterility test results, it is concluded that the retain samples were found to be sterile.